Event description:
It was reported that pt underwent total knee arthroplasty in 2001. Subsequently, during revision procedure in 2008, wear was noted on the tibial bearing and patella button.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. Evaluation of the returned device found evidence of oxidation. This report filed on june 10, 2008.